Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in monitoring voltage from 2.94 v to 2.66 v over the last 7 months. During this time, the charge time increased from 8.2 seconds to 17.4 seconds. The device has been implanted for approximately 51 months. A nurse questioned whether this drop in battery monitoring voltage was normal. Of note, this device is included in the mid-life display of replacement indicators product advisory population.

Manufacturer narrative:
The boston scientific crm technical services department advised that the rate of battery depletion could be analyzed if the device is returned once it declares elective replacement indicator (eri) and is replaced. According to the available information, this device remains implanted and in service. This event will be updated if any additional information becomes available. Subsequently, this device was explanted and successfully replaced with a new boston scientific device. The explanted device has been returned for analysis. This event will be updated as additional information becomes available.

Manufacturer narrative:
Analysis of this device was performed at our post market quality assurance laboratory. A detailed longevity calculation confirmed that the device met labeled longevity expectations. The device then passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.